Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump had inappropriately gone into threshold suspend and that the sensor had given inaccurate readings. The blood gluocse reading was 92 mg/dl. She stated that the insulin pump went into threshold suspend for low blood glucose when the blood glucose reading was at 109 mg/dl. Customer was following calibration protocol. She also reported blood at the site. Nothing further was reported.